Event description:
The parents reported that the user could not hear with the device on (B)(6) 2022. At first, the parents thought the audio processor was broken as on (B)(6) 2022 the user was able to hear with the device. X-ray imaging are planned and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parents reported that the user could not hear with the device on 30-mar-2022. On 29-mar-2022 the user was able to hear with the device.the user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that the user could not hear with the device on 30-mar-2022. At first, the parents thought the audio processor was broken as on 29-mar-2022 the user was able to hear with the device. X-ray imaging is planned, and re-implantation is considered.